Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. The lead was reprogrammed on (B)(6) 2024. The patient was in stable condition.